Event description:
Pt reports he fell asleep monday night while charging the ins. Pt was lying on his back with a pillow pressed against the recharger to hold it in place. Pt said the recharger and rectangle box "severely overheated, there was a ton of heat." Rep provided the serial number of the recharger that the pt said overheated and it was the same defective recharger (rtm) that was already reported on. Technical services (ts) reviewed that pt needs to use the new replacement rtm and send the defective rtm back to repair. Technical services (ts) also mentioned that the pt should not charge with a pillow pressed against the rtm. Ts explained the rtm needs to be able to dissipate heat.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section g2 report source which was missed in previous report was captured in this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information received from patient. Patient stated that he was charging at a normal rate. Every few days it caused extreme overheating, burning and discomfort. The steps taken to resolve the issue was he called his manufacturer representative (rep) and turned off his device as he was told. As soon as the paddle charger replaced the issue has been resolved. Per additional information received from manufacturer representative (rep) on 31january2025. Rep met with pt today after speaking with pt via phone yesterday and pt was still having recharging issues with the replacement recharger. Rep said pt was sent replacement recharger and replacement li battery pack and was still having issues. Rep plugged the recharger into 2 different controllers on the call, but the controller would not advance past connect screen and would not go to position screen. No damage was detected to controller ports or recharger plug. Event date was clarified to about a year ago. Technical services (tss) emailed repair department to replace recharger.